Manufacturer narrative:
Manufacturing dates: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink continu-flo solution set "would not draw any solution when the system is open, only drips." There was no report of patient injury or medical intervention associated with this event. No additional information is available.